Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 300 mg/dl range). Correction bolus and manual insulin injections were administered to address bg. Pump system check was performed with tandem technical support and pump time was found to be incorrect. Customer corrected the time.